Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1300 mg/dl, a loss of consciousness resulting in customer falling and hitting head. The cause of elevated bg was unknown. Subsequently, customer was hospitalized. No information was provided regarding treatment received. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. Troubleshooting with tandem clinical support confirmed the pump was functioning as intended. Reportedly, the customer reverted to manual injections for insulin therapy.